Manufacturer narrative:
Results: the returned pump max was able to power on and produce a vacuum pressure of approximately -28.0 in hg. Conclusions: evaluation of the returned pump max revealed a fully functional device. During functional testing, the pump max power button was able to turn on and turn off for several times without issue. The pump max was also able to produce a vacuum pressure within specification. The reported complaint could not be confirmed. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the on/off button of a penumbra system aspiration pump max 220 (pump max) was not working and the pump max would not power on. The issue with the pump max was found prior to use, and therefore, the pump max was not used in the procedure. The procedure was completed using another pump max.